Event description:
It was reported that the patient was at a nursing home and would use the device in his room, and occasionally the nurses would find him in his room ¿frozen¿ with the device turned off. It was speculated that the patient would hit the off button while trying to hit other settings. The nurses had since taken control of programmer to avoid that from happening again.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# va00wwz, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# va00b3p, implanted: 2012 (B)(6); product type lead. (B)(4).